Manufacturer narrative:
Lot number is unknown. Complaint conclusion: as reported, a 6f 100cm extra back-up (xb) 3.5 ptfe adroit guiding catheter could not be inserted through the 5/6f non-cordis sheath because the catheter was "too thick". The user had to remove the entire system and re-puncture. There were no reports of patient injury. A non-sterile unit of catheter 6f .072 jl4 100cm was received for analysis. The unit was received with a guidewire inserted and into a non-cordis sheath introducer. A kinked/bent condition was observed on the body of the catheter located 4 cm from the distal tip. Additionally, puncture/cut conditions were noted approximately 3 cm from distal tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis could not be performed due the condition in which the unit was received. Amplified images were taken of the punctured/cut area to determine the cause of the damage and elongations were observed on the damaged area. Sem analysis was not required because the characteristics of the damage are observable under the vision system. The reported ¿catheter (body/shaft) - impeded¿ could not be confirmed because functional analysis could not be performed. Additionally, ID and od measurements were within specification. However, kinked/bent damages and the malfunction ¿catheter (body/shaft)- puncture/cut¿ were found on the body/shaft. The exact cause of the damages cannot be determined during the analysis however, the elongations found on the material of the unit are commonly associated with damages on plastic materials (such as the ripped condition noted on the unit) caused by material tensile overload. Therefore, it is assumed that the catheter body was induced to a tensile force or mechanical force that exceeded the material yield strength prior to bending and tearing. These damages may have been caused by using excessive force to insert the catheter through the non-cordis csi. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f 100cm extra back-up (xb) 3.5 ptfe adroit guiding catheter could not be inserted through the 5/6f non-cordis sheath because the catheter was "too thick". The user had to remove the entire system and re-puncture. There were no reports of patient injury. The device will be returned for evaluation. Addendum: per pe findings, puncture and cut conditions were noted approximately at 3 cm from distal tip.